Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead was oversensing and had become slightly dislodged after the patient fell. The lead was repositioned and secured successfully. The lead remains in use. No patient complications have been reported as a result of this event.